Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid videoscope displayed a purple and green image. The reported malfunction occurred during an unspecified procedure. There were no reports of patient harm associated with this event.

Event description:
Additional information was provided by the customer: the issue occurred during "receipt inspection".

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and updates to additional information received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. The device charged coupled device was broken, which led to a purple image. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.